Manufacturer narrative:
No further info available at this time. Will provide follow ups if add'l info becomes available.

Event description:
Surgeon implanted guide pin to obtain bi-cortical purchase and threads broke off inside the patient's foot. Threads were left inside the patient's foot post-operation due to inability to retrieve based on location and placement of guide pin. Delay of surgery for 5 minutes.